Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve stimulation, palpitations and a three second pause, four days post implant procedure. No capture at maximum output and undersensing of r waves were noted on the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.